Event description:
Placed a pt on the c2 and ended up having a major vent failure. The pt was on spontaneous/timed noninvasive ventilation (niv st) until we decided to intubate. While he was on bilevel positive airway pressure (bipap) I noticed the two battery indicators were red and didn't look to be charged, and the alternating current (ac) plug symbol had a red x over it. I disconnected the vent from the outlet and plugged it back in, and it seemed to resolve the issue for about 2 minutes, then acted like it lost power again. We transferred to the ICU and intubated and when I plugged the c2 in it seemed to be fine and charging. About 30 minutes after intubation the alarm sounded and displayed "battery communication error" so I unplugged it again and tried a new outlet, it resolved the alarm but then sounded about 2 minutes later, so I tried the same process and made note that I should probably go grab the c1. Not more than 2 minutes later the vent made a long high pitched continuous tone, the screen froze and it stopped delivering volumes. I pulled the pt off and started bagging him, had the nurse take over and went to grab the c1. The vent made the high pitched alarm for a couple minutes, shut down and then rebooted, but was frozen on the initial self-test screen for about 5 minutes then completely powered down. The vent is now charged up in the equipment room and you can see the alarms and my course of action in the events log. Probably not a good thing to have battery and major vent failure a month after sending it in. This ventilator had just returned from the manufacturer. It was sent to the manufacturer for repair due to ventilator: passing system calibration, but not delivering expected volumes when put on a patient and was returned to facility a few weeks later.